Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115151 . Medical device expiration date: 2023-11-02. Device manufacture date: 2020-10-28. Medical device lot #: 20099036. Medical device expiration date: 2023-09-16. Device manufacture date: 2020-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no: 2426-0007. Batch no: 20115151, 20099036. Two of our facilities are reporting an issue/concern. 2 separate incidents of this item coming apart or visibly broken, that occurred with 24 hours. Event date: (B)(6) 2021. Description: set IV primary pump 126in 3 smartsite.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer for the reported incident # 1, lot 20115151. The customer complaint of this item coming apart or visibly broken could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20115151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. One photo and one used primary set, model 2426-0007 lot 20099036, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint of tubing coming apart was verified. The retainer ring for this engagement was received as well. A device history record review for model 2426-0007 lot number 20099036 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined for the incident concerning lot# 20115151. Visual inspection under magnification was performed on the silicon pumping segment. No indentation of the retainer ring could be observed at the end of the tubing, indicating that the retainer ring was misaligned during the manufacturing process.

Event description:
It was reported that 2 gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20115151, 20099036. Two of our facilities are reporting an issue/concern. 2 separate incidents of this item coming apart or visibly broken, that occurred with 24 hours. Event date: (B)(6) 2021. Description: set IV primary pump 126in 3 smartsite.